Event description:
On (B)(6) 2011 at 1:59 pm, her blood glucose measured 203 mg/dl. By 7:17 pm, it was 56 mg/dl. Her blood glucose remained low (42-65 mg/dl) for the next four and a half hours. Neither insulin bolus doses nor carbohydrate intake were reported. At 11:42 pm, her bg measured 65 mg/dl. She stated she had to go to the emergency room due to hypoglycemia and incoherence (exact time not specified). The hospital suspended her basal insulin and checked her bg with a finger stick and an arm sample. The result was "critically low" (<50 mg/dl). On (B)(6) 2011 at 11:54 am, after receiving glucose at the hospital, her bg had recovered to 207 mg/dl. During the call, insulet informed her that the new butterfly test strip was not yet cleared by FDA for use with the pdm and recommended she use her back up freestyle blood glucose meter and enter the results into her pdm manually.

Manufacturer narrative:
The returned device was evaluated and performed within specs. The alleged inaccurate high results reported by the customer could not be confirmed. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results below 70 mg/dl mean low blood glucose (hypoglycemia)," "if you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test, if you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and "if you are experiencing symptoms that are not consistent with your blood glucose test and you have followed all instructions described in this user guide, call your healthcare provider immediately." It advises "you should perform a control solution test when you open and begin using a new vial of test strips, when you suspect that your meter or test strips are not working properly, or when you think your test results are not accurate, or if your test results are not consistent with how you feel," and "any time your blood glucose is low, treat it immediately. Check it every 15 minutes while you are treating, to make sure you don't overtreat the condition and cause blood glucose levels to rise too high."